Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate atp and high voltage therapy for an svt that accelerated into the vf zone. The device functioned as programmed. The device was reprogrammed and remains implanted.